Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an error reading symbol and an adverse event. On (B)(6) 2017, the patient was on a hike and noticed that the continuous glucose monitor (cgm) was displaying three question marks the patient stated that there was no signal and they could feel their glucose going down and passed out. The patient¿s dog went to find help and the person the dog found was a physician. The physician treated the patient with a glucagon pen. After the patient regained consciousness, they ate stingers honey waffle bites and drank water. The patient stated that they waited and checked their glucose with the meter and an ambulance was not needed. At the time of contact, the patient was in stable condition. No additional patient or event information is available. Data was received for evaluation, data review confirmed the reported event of an error reading symbol. A root cause could not be determined via data.